Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other devices mentioned in B5 will be filed under separate MedWatch reports.

Event description:
It was reported that resistance was met inserting and withdrawing the BMW Universal II guide wire through the introducer needle. The proximal end of the guide wire felt like it was embossed, preventing the guide wire from advancing. The same issue occurred with two additional BMW Universal II guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.